Event description:
It was reported that the patient came into the hospital due to worsening shortness of breath. An x-ray performed revealed the this electrode had dislodged. No adverse patient effects were reported. This electrode remains implanted.